Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it is likely the damaged bending section occurred due to an application of physical stress during user handling. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿IFU: urf-v2/v2r operation manual chapter 3 preparation and inspection user can reduce/prevent occurrence of the suggested event by handling the device in accordance with the following IFU. IFU: urf-v2/v2r operation manual - important information ¿ please read before use_ precautions:do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. - chapter 4 operation 4.1 warnings and cautions: operation :do not operate the angulation control lever with excessive force in a narrow space to the opposite direction from the bending direction while the distal end of the endoscope is not moved. The bending section may be damaged. Check the tip position of the endoscope and the shape of the bending section using fluoroscopy, etc. Do not insert the insertion tube with excessive force and twist. :do not insert the insertion tube with excessive force into the ureter or calix. The bending section may be damaged.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer returned the olympus asset uretero-reno videoscope with a report that the bending tube was broken. There were no reports of patient harm associated with this event. Upon inspection, the metal braid was sticking out of the insertion tube in the bending section. This MDR is being submitted to capture the malfunction found during the device evaluation.

Manufacturer narrative:
Additional findings during the device evaluation include the following: the bending section cover and the universal cord had a leak. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.